Event description:
It was reported that the device accuracy testing failed too low at 17.88ml. There was no patient involvement.

Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed no physical damage. Event history log review was not available. Functional testing could not replicate the reported issue; accuracy results were within specification. The root cause was unable to be determined; however, the most probably cause was user error as the customer set the volume too low in the settings. Preventative maintenance was performed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.